Event description:
The complainant reported that the nightshift nurse noted purge leaking from the purge sidearm of impella 5.5. Tegaderm was placed over the crack. There was a crack at the bottom edge of the sidearm closest to the filter. The plan is to leave pump as is and watch purge closely. No purge alarms have been present. The nurse stated that during purge cassette change, multiple nurses could not get the yellow-to-yellow connection loose, so they used a hemostat. The leak was noticed after this. The nurse also noted, patient¿s wife was cleaning the sidearm with baby wipes. The patient is stable and waiting for a heart transplant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation for the purge leak has been completed. The pump and purge cassette were returned for investigation. The cannula was cut on the returned product. No physical damage was observed on the returned product. The pump was investigated for purge leak by blocking the purge line at the catheter side. No leak was observed on the returned product. Data log shows no sign of purge leak. As per the given clinical details, a purge leak was observed from the sidearm, and a crack was observed on the bottom edge of the sidearm. The rn did not observe any purge-related alarms during the case run. Additionally, the rn used hemostat while making the connection to the yellow-to-yellow luer connection, and this is when the leak was noticed. The cause of the purge leak issue was most likely use related since no leak was reproduce on returned product and no purge leak trend was observed on data log.